Event description:
It was reported to boston scientific corporation that following implantation of an obtryx transobturator mid-urethral sling system, the patient experienced unspecified complications (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.